Manufacturer narrative:
The device information provided in section d with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose level of 637 mg/dl and diabetic ketoacidosis. The customer indicated that the battery cap fell off which led to their high blood glucose. The customer is currently in the hospital and indicated that there is not a problem with the pump except that the battery cap was stripped. Troubleshooting indicated that a replacement battery cap would be sent and to call back if further assistance is needed.